Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cruciate retaining interlok femoral component - left, catalog#: 183028 lot#: j3908124, biomet fixed I-beam interlok tibial plate with locking bar, catalog#: 141224 lot#: j3801083, vanguard as tibial bearing 12mm x 75mm, catalog#: 189082 lot#: 553010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The complaint sample was evaluated through manufacturing records, however the reported event was not confirmed due to the limited information provided. The device history records were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00643, 0001825034-2018-00644, 0001825034-2018-00645.

Event description:
It was reported that the patient was admitted to the hospital for congestive heart failure three weeks post operatively following initial knee arthroplasty and was subsequently diagnosed with deep vein thrombosis and pulmonary embolism. Attempts have been made and no further information has been provided.